Event description:
It was reported that the patient experienced a possible infection of the leads. The right ventricular (rv) lead exhibited a possible fracture, high impedance, high thresholds, oversensing, noise, and exit block. It was noted that the patient received inappropriate therapy due to the rv lead oversensing. The cardiac resynchronization therapy defibrillator (crt-d) system is expected to be explanted due to the infection and rv lead issues, but remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6949 lead implant date: (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.